Event description:
Customer reported presumed elevated patient blood lead test results with leadcare ii. Customer was unable to provide the number of patients affected or the associated leadcare ii blood lead level test values. Customer stated venous blood confirmatory testing was not performed for all patients affected patients and no confirmatory test results were provided. Customer was also unable to provide quality control (qc) data for level 1 and level 2 controls or the date(s) controls were last ran. Technical services (ts) requested copies of confirmatory test results. The customer reported they used supplies from multiple test kit lots to perform testing. Kit lots include 2224m (expiration date of 2023-06-13), 2525m (expiration date of 2026-05-21) and an additional unidentifiable lot due to discarded packaging. Ts requested the customer the return of all leadcare ii testing material for further investigation. Customer could not confirm whether all staff were following cdc recommendations for capillary blood lead collection. Ts will provide a replacement test kit to customer for training on site to be performed by the regional point of care (rpoc) and inside sales representative (isr). Ts attempted to contact the customer for more information on april 13, 2026. No additional information has been received from the customer to date.